Event description:
It was reported that during an unspecified da vinci-assisted procedure that the force bipolar instrument had a broken black wire. The customer selected "injury reported" for the patient outcome field, but no information was provided on what injury the patient sustained. The procedure was continued robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported event. Failure analysis found the primary failure of broken conductor wire to be related to the customer complaint. For clarification, the instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was completely broken, the conductor wires are exposed. The instrument failed the electrical continuity test. No additional insulation damage was found aside from the point of breakage. No signs of thermal damage were observed. No cables exhibited any signs of fraying or breakage. The housing was removed from the back end, no damage was observed. The root cause for the broken conductor wire is attributed to a component failure. The logs show that this force bipolar instrument was not used on the event date provided. Possibly indicating that the reported event was noticed prior to the instrument being installed on the system. The logs show this instrument was last used on (B)(6) 2022 during an umbilical hernia procedure on system sk3022. This event is being reported due to the following conclusion: it was reported that during an unspecified da vinci-assisted procedure that the force bipolar instrument had a broken black wire. Internal testing confirmed this reported event.